Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that connector on the back is damaged. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and found that the oxygen regulator was leaking. The oxygen regulator was replaced to resolve the reported issue.